Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning a patient with an implantable neurostimulator (ins) for post laminectomy pain. It was reported that the ins was dead and had been ¿for a little while.¿ the patient noted that he never lets the ins die. The patient reported that the ins battery would not take a charge anymore and noted that for about a year. It was reviewed that this was an issue that needed to be resolved in person and was redirected to their healthcare provider. No patient symptoms were reported, and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient has not notified his neurologist about the dead battery. The patient's reported he ignored the need for a battery replacement due to a loss of a family member. The patient became very depressed after the death of his family member and let a lot of things go. The patient reported the circumstances that led to the patient's battery not taking a charge was "just the age of the battery". The patient had meet with a manufacturing representative (rep) who jump started the battery at some point. The patient's issue was resolved. No further information was reported.